Manufacturer narrative:
Concomitant products 5054-52 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right atrial (ra) lead exhibited low impedances, which have been chronic for three years. The lead remains in use. No patient complications have been reported as a result of this event.